Event description:
As the nurses were caring for the patient, the iabp would intermittently alarm "low vacuum" approximately 5 times, then alarm would clear. It was also noted that clear fluid droplets were in drain port on the iabp. Console changed out; no patient injury.